Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system will not boot up completely. The review of system log file shows malfunctioning flex vision pc. Upon functional testing, the fse found that the hard disk of flex vision pc was defective. The philips engineer replaced hard drive for flex vision pc and reconfigured the system. After replacement and reconfiguration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not boot up completely. The device was not in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced hard drive for flexvision pc and reconfigured the system. The device was returned to expected functionality.